Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4) : preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient was admitted to the hospital because they felt "bad" and had measured their own heart rate to be low. It was further reported that while in the hospital, the device could not be interrogated, had no output, and no magnet frequency was measured. The device was explanted. No further patient complications have been reported as a result of this event.